Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with 260cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade IV. The right sided capsular contracture was baker grade iii. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-05230 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 17, 2022. The explant date was clarified with receipt of the device. The device was explanted on (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on june 20, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 5, 2022. The event date was clarified to be january 29, 2022. Replacement with 285cc mentor memorygel xtra breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).